Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2016-10482.

Event description:
During arthroscope procedure it was noted that the tip of blade was burnt and the device had electric leakage. Changed the second one to continue. The tip of blade was burnt while used in 10 minutes. Changed the third one to complete. There was no adverse event on patient. Additional information received on 11-9-2016 and 11-10-2016: the device was a new one, not reprocessed. These were sparking/ arcing failures. A little sparking occurred inside the patient. Then the device could not fire.

Manufacturer narrative:
The two complaint devices were received and evaluated. Visual observation under magnification revealed that the device had signs of melting on the manifold between 5 - 7 o'clock positions of the tip. This type of damage to the tip would lead to display output shorted error, confirming this complaint. This damage is consistent with the tip of the device coming into contact with a secondary metallic object during activation, indicating misuse. The electrode was not tested to avoid further damage to the tip. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was available to determine if the above mentioned factors contributed to this failure. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed no other complaints of any type for this lot of 302 devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch 1221934 - 2016 - 10482.